Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure of the implantable pulse generator (ipg) kit for an unknown reason. No additional information was available.

Manufacturer narrative:
This supplemental report was submitted to include information received after initial report. Field b5describe event or problem was updated.

Event description:
It was reported that the patient implantable pulse generator (ipg) was replaced due to needing the ability to get an MRI for additional medical issues not related to his spinal cord stimulation (scs). The patient is doing great post operatively. The explanted device will not be returned due to facility policy.